Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Caller reportedly received the following results with two different aviva systems, compared to a professional meter, within 10 minutes: 2.7 mmol/l (system 1/lot 497854), 7.5 mmol/l (system 2/lot 497854), 2.8 mmol/l (system 2/lot unknown) and 2.2 mmol/l (hospital meter and strips). Readings occurred with two different vials of test strips. The lot number of the 2nd vial was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.